Manufacturer narrative:
(B)(4).

Event description:
The pt experienced shocking at the lead-extension connection location when the implantable neurostimulator was turned on. Impedances were normal. Movement and palpation did not cause stimulation changes. There was no known incident or accident associated with the issue. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.